Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The right atrial lead exhibited an episode of inappropriate mode switching due to over sensing. The patient would continue to be monitored.